Event description:
International customer reported that a pt developed a wound dehiscence six days following a c-section. The surgeon reports that the surgical site cannot heal. No further info received. Assumed intervention performed to correct the situation.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances, and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.